Event description:
It was reported the pt is experiencing a warming sensation and pain around his scs ipg pocket site. F/u identified the pt is possibly experiencing the sensations with and without system stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.